Event description:
As reported by the edwards territory manager, the patient suffered a ventricle perforation during the tavr procedure. The patient received a 23mm sapien valve through the transfemoral approach. Following deployment, the tee showed a pericardial effusion. The surgical team determined the amplatz extra stiff wire had perforated the left ventricle lateral wall. A pericardiocentesis was performed and heparin was reversed. A pericardial window was performed to assess the bleeding. When the bleeding would not resolve, the surgical team performed a sternotomy and closed the lateral wall perforation surgically. The patient was stable throughout the procedure and did not require bypass. Following the procedure, the patient was stable and recovering.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, in addition to the procedure itself, patient factors increasing the risk of ventricle injury (female gender and advanced age) were present and may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.